Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 260 pulses. No damages or defects were observed that would result in a needle mechanism failure.